Event description:
Pt was turned to right side. 15-minutes later, respiratory therapist called for assist. Head was found over side rail and arm was wedged between mattress and rail. Pt was not left this way. Pt had cerebral palsy and a lot of involuntary movement. Pillows were placed around pt for safety. The gap in the rail pinned the pt's arm. Pt had trach also, head/neck was found over rail. Code-55 was called because the pt was diaphoretic and in v-tach. O2 cannula and trach tube was detached. Shocked for v-tach.